Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.

Event description:
New epk-i7010 optivista processor does not recognize I-series endoscopes (error:12 cannot detect endoscope), problem fixed after replacing the defective preprocess pcb. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: problem fixed after replacing the defective preprocess pcb. Correction information g6: follow up #1 h2: type of follow up h4: device manufacture date h6: coding changed based on the investigation result.